Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5151524/5157303.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging ipg. The patient underwent a revision procedure wherein the ipg was replaced and the leads were adjusted. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.